Event description:
It was reported that this device was used in an angioplasty procedure. Upon deflation of the device, blood was observed inside the inflation device and it was believed that a balloon rupture occurred. There has been no claim injury related to this event.